Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the operation of the subject uhi-4 but the reported phenomenon was not reproduced. The subject device was inspected but there was no abnormality found. The exact cause of the reported event could not be conclusively determined. Omsc presumes that the event occurred due to any of the following possible causes. Environmental factors aside from the subject device contributed to the reported event. The sensor of the subject device malfunctioned temporally since the subject device deteriorated over time. Olympus stated the appropriate handling of uhi-4 and the counter measures against abnormalities in the instruction manual of uhi-4.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The subject device was used in two unspecified procedures. When the subject device was used to evacuate smoke and insufflate co2 gas into the abdominal cavity, it took time to insufflate the abdominal cavity to the set pressure. The intended procedure was resumed with another device. There was no patient injury reported. The same event occurred in the two procedures. This is the second one of two reports.